Manufacturer narrative:
Unit received with intermittent act and escape buttons. Unable to determine the root cause of intermittent due to pump preservation. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test at 0.08710 inches. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Data analysis: there is no data listed for the dated of (B)(6) 2018 due to pump received without battery installed. Date of death (B)(6) 2018.

Event description:
It was reported that the customer passed away (B)(6) 2018 due to cancer. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump was disconnected from the customer because the hospital wanted to control their insulin manually. It was unknown if the customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.